Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry, indicating this patient to have endured a complete occlusion of the femoral artery with a "probable" relationship to the impella device. As a result, intervention via armada balloon dilation was performed and evidence of a thrombus was identified. Treatment via IV of heparin was to be administered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.